Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, the heartstring iii device failed to load properly as the tension spring was not inserted in the delivery device. The hospital did not report any pt effects.

Manufacturer narrative:
The heartstring iii device was returned to the factory for evaluation. It showed no signs of clinical usage or evidence of blood. The delivery device was returned outside of the loading device. The tension spring assembly, the anchor tab and the seal were inside of the loading device. The green slide lock and the white plunger were depressed on the delivery device. This failure is potentially attributed to user technique. It appears that the seal had been prematurely deployed in the loading device. As stated in the IFU, the user should ensure that the lock is locked. If the lock is unlocked, care should be taken to avoid any accidental depressing of the plunger. Based upon the evaluation results, the reported complaint could not be confirmed for failure to load; however, it was confirmed for premature deployment. The device evaluation results and a copy of the heartstring iii IFU are being provided to the customer. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Internal file number - (B)(4).